Event description:
Loss of osseointegration.

Manufacturer narrative:
Loss of osseointegration. Follow up due to a re-evaluation of the material number.

Event description:
Loss of osseointegration follow up due to a re-evaluation of the material number.